Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker. (B)(4).

Event description:
It was reported that the customer's insulin pump was damaged following a drop. Her blood glucose was unknown at the time of reporting. The insulin pump was returned for analysis. No additional information was returned.